Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. A visual inspection was conducted. A dimensional test was performed. The reported event was confirmed on the received sample although all dimension measured met specifications. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the package of the unit was opened, the connector (15 mm) loosened quickly and disengaged. Even if it was strongly pushed in, the connector will disengage as if sliding. The customer indicated that there was no patient involvement.